Manufacturer narrative:
Device evaluation: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the left circumflex artery. During preparation of the 5.0x12mm veriflex (liberte) stent, they noticed that the stent was not crimped properly and it came off the balloon outside the body. There was no patient contact. The physician obtained access through the right femoral artery and completed the procedure with another 5.0x12mm liberte and a non-bsc stent. There were no patient complications. Patient status is reported as "ok".